Event description:
It was reported that the trial patient pulled out her leads from her back this morning when they got caught on the car door. It was noted that the patient saw a clear tube coming out of her back, which was not visible before. The patient¿s doctor¿s office was closed currently, but she was going to call the on-call doctor. Additional information received reported that the patient was brought to the operating room for lead removal and replacement the day after the traumatic event occurred that damaged the lead. Test therapy had resumed uneventfully.

Manufacturer narrative:
Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)